Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log files. The mpu was not returned for analysis; however, log files were submitted, and data was reviewed. On 06dec2025 a low power hazard alarm that progressed into a no external power alarm was active. This is due to the relative state of charge (rsoc) and bus voltages on both power cables decreasing below the alarm thresholds. This is consistent with a loss in alternating current (ac) power while connected to the mpu. The backup battery supported the system without issue during this event. The alarms resolved briefly when power was restored to the mpu, but a low power hazard alarm reactivated, also consistent with a loss in ac power. The backup battery supported the system without issue during this event. The alarm resolved when power was restored to the unit. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mpu, if the ac power cord has a v-lock, if the cause of the loss of power is known, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. D) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. A) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for the patient who had a torn outer cover of their driveline where it met the modular cable connection. The log files contained back-to-back loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2025. The low voltage hazard events seen were the result of the mpu suddenly losing power. The controller switched appropriately to the emergency backup battery (ebb) when external power was lost. There was no evidence of any type of driveline electrical conductor issue seen in the log file.